Manufacturer narrative:
Sc-2317-50 (sn: (B)(6)). The returned lead was analyzed and visual (microscope) and x-ray inspection revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik x anchor site fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes the allegations of high impedance have been confirmed. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Therefore, the cause traced to a component failure.

Event description:
It was reported that the patients leads had high impedances causing the loss and inadequate stimulation despite multiple reprogrammings done. It was also reported that the patient noticed more pain. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7072466.

Event description:
It was reported that the patients leads had high impedances causing the loss and inadequate stimulation despite multiple reprogramming's done. It was also reported that the patient noticed more pain. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.